Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, there was loss of pneumo constantly from the very beginning of the procedure. Due to this problem, they had to stop the procedure often. 'They decided not to open.' There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots for the mini-cap (gd876482, gd875567) with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required

Event description:
This is a spontaneous report by a customer regarding peritonitis in a male homechoice peritoneal dialysis (pd) patient. On (B)(6) 2010, the patient contacted baxter technical service center regarding an unrelated issue and reported an infection. On (B)(6) 2010, upon follow-up, the dialysis nurse stated that the home patient's (hp) infection was peritonitis. The nurse stated that the hp was actually having his catheter taken out at that moment, and would be continuing with hemodialysis. No treatment information was available. It is unknown if patient was recovering. The root cause of the peritonitis was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. This is the third of three complaints for the event of peritonitis.